Event description:
The drager anesthesia ventilator spontaneously paused active ventilation to the patient shortly after intubation. The anesthesia provider quickly noticed the et co2 completely dropped out and immediately began giving breaths manually with the breathing bag. After a few breaths were given the machine resumed normal function. It was decided to continue diligently using the vent. As to my knowledge, the machine went through the rest of the case with no issues. Biomed ticked was placed, machine was serviced with no known issues.

Event description:
The drager anesthesia ventilator spontaneously paused active ventilation to the patient shortly after intubation. The anesthesia provider quickly noticed the et co2 completely dropped out and immediately began giving breaths manually with the breathing bag. After a few breaths were given the machine resumed normal function. It was decided to continue diligently using the vent. As to my knowledge, the machine went through the rest of the case with no issues. Biomed ticked was placed, machine was serviced with no known issues.